Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. The calibrations were performed on the transducers (xdcr) and found the xdcr pt801 failed, which would not calibrate. This issue has been addressed in CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon checking, the unit failed circulation pressure calibration. Main board has been ordered. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed vent inop. There was no patient involvement reported in this event.